Manufacturer narrative:
Added hypotension patient code. Patient code 3191 was used to capture the patient undergoing surgical intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was revised due to loss of captured, perforation and pericardial effusion were encountered, the patient also exhibited low blood pressure. Lead was then successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was revised due to loss of captured, perforation and pericardial effusion were encountered. Lead was then successfully repositioned. No additional adverse patient effects were reported.